Event description:
It was reported post implant a realize adjustable band, the patient presented post with epigastric pain, fever and elevated white blood count. A CT scan and egd were performed and showed a band infection. (B)(6) 2010, a diagnostic laparoscopy was performed and the band removed. It was noted that there was nothing visually wrong with the device. There was white puss or barium present around the band. A drain was inserted. The patient is improving; the white count is normal. The surgeon performed an additional laparoscopy on (B)(6) 2010 to test for a gastric leak. No leak was found. The surgeon replaced drain and will follow the patient.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.